Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 44mm longitudinal tear staring at the proximal balloon waist. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2018.   It was reported that crossing difficulties were encountered.    The target lesion was located in the vessel below the knee. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported.   However, returned device analysis revealed balloon torn longitudinally.